Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent interstim placements on (B)(6) 2009 and (B)(6) 2009 due to urge incontinence. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/01/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 in order to treat sui and rectocele and mesh were implanted into the patient. It was reported that the patient had a concurrent procedure of a rectocele repair, bladder suspension and hemorrhoidectomy performed during mesh implantation. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Reason for surgery: sui, rectocele. Concurrent procedures: rectocele repair, bladder suspension, hemorrhoidectomy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention, frequency, urgency, nocturia, and dysuria.